Event description:
It was reported to vyaire medical that the device is giving loss of gas alarm when ventilator is using compressor during use on a patient on the avea ii ventilator. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10. Results of investigation: vyaire medical received the device for evaluation. A visual inspection was performed and found compressor assembly missing outlet filter and printed circuit board assembly with no esd protection. A review of error log found rotor lock, compressor. Compressor assembly was removed from unit and disassembled to inspect further. Upon removal of brushless motor end cap found heavy debris, black residue. Bearing was inspected and found to be seized. The reported failure was confirmed. Loss of gas alarm occurred due to internal bearing failure of brushless motor on end cap side. Compressor failed to operate, and loss of gas alarm was triggered as well as compressor rotor lock error in error log. This item is a purchased part supplied by a 3rd party vendor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.